Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's act key on their insulin pump was not working properly. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the keypad anomaly; the device was not bumped or dropped prior to the keypad issue. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.